Event description:
It was reported by the patient's neurologist that since the patient had their vns device implanted, it has made their seizures worse. The patient was also referred to have a battery replacement due to normal expected battery depletion. No known surgical intervention has occurred to date. No other relevant information has been received to date.